Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon had a difficult time driving the screw into the bone with the screwdriver shaft he was using. The surgeon checked the tip of the stardrive screwdriver and noticed that the "teeth" of the t8 driver were twisted and not engaging in the recess of the screw. A different driver was selected and the damaged driver was removed from the field and is currently out of service. There was no surgical delay and patient consequence. Concomitant medical products reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).